Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 400 mg/dl and had insulin pump error alarm. The customer reported that insulin pump was out of auto mode all warnings all night. The customer did not provide the information related to the treatment. The device will not be returned for the analysis.